Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 04-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2020 surgical observation revealed when the surgeon opened the incision they noted that the loop of the catheter was actually over the top of the pump and possible kinking of the catheter was noted. The catheter was explanted/replaced on (B)(6) 2020. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was catheter kink. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.